Event description:
It was reported that during a normal follow up, the lead had high threshold. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.